Manufacturer narrative:
This spontaneous case describes, the occurrence of ectopic pregnancy ('ectopic pregnancy'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective. On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced hypersensitivity ("allergic reaction"), fatigue ("several vague complaints like fatigue") and asthenia ("weakness"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the ectopic pregnancy, hypersensitivity, fatigue and asthenia had resolved. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred, during the first trimester. The reporter considered asthenia, ectopic pregnancy, fatigue and hypersensitivity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, quality safety evaluation of ptc. Patient's initial updated. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of ectopic pregnancy ('ectopic pregnancy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced hypersensitivity ("allergic reaction"), fatigue ("several vague complaints like fatigue") and asthenia ("weakness."). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the ectopic pregnancy, hypersensitivity, fatigue and asthenia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered asthenia, ectopic pregnancy, fatigue and hypersensitivity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.